Manufacturer narrative:
The reported complaint of fluid leak at the catheter insertion site was not confirmed during visual and functional testing of the returned solex catheter (lot # 204764). No leaks, no damage, and no device malfunctions were observed during testing, and the catheter functioned as intended. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloon was fully inflated to 100 psi; no leaks or issues were found on the catheter. The balloon did not leak during testing. In addition, the returned catheter was connected to a known-good suk and ran on a peristaltic pump for 10 minutes at a flow rate of 240 ml/min. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and operated on the thermogard console system, running in the max warming mode with a target temperature of 37°c for 60 minutes, and in the max cooling mode with a target temperature of 35°c for 60 minutes. No leak was observed on the catheter. The balloon was properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.

Event description:
An ivtm therapy was initiated for a 56-year-old male patient. The primary cause of hospitalization and the need for ivtm therapy was hypothermia following CPR. The solex 7 catheter (lot # 204764) was inserted into the left internal jugular vein without difficulty. On the fourth day of ivtm therapy, while the patient was under ongoing sedation, a fluid leak at the catheter insertion site was noted. The catheter dwell time was 4 days and 2 hours. The catheter was removed and replaced with a standard central venous catheter. The ivtm therapy had already been completed at that time. No patient injury was reported.